Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00625006550 bone screw self-tapping 6.5 mm dia. 50 mm lot#: 61760678. Catalog#: 00625006550 bone screw self-tapping 6.5 mm dia. 50 mm lot#: 61825127. Catalog#: 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm lot#: 61623842. Unknown acetabular liner. Unknown femoral stem. Unknown femoral head. Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00807, 0002648920-2019-00808, 0002648920-2019-00809.

Event description:
It was reported that the screws passed through the acetabulum shell and the screws were not implanted where the surgeon said the best bone and position to fully stabilize the shell would be. Attempts have been made and additional information on the reported event is unavailable at this time.